Manufacturer narrative:
Type of reportable event updated to malfunction per report that surgical intervention was cancelled. Updated evaluation coding per recent FDA coding changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative (rep) was received. The cause was not d etermined, and there would no longer be a surgical intervention because it was cancelled.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# 0207240782, implanted: (B)(6) 2014, product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387-40, product type: lead. Product ID: 3387-40, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. High impedance of about 8,400 ohms was measured on contact 2 in (B)(6) 2018. The patient was programmed between contact 1 and 2, and experienced worsening speech as a result. There were no external factors related to the event. Reprogramming the device to unipolar on contact 1, and later between contact 0 and 1 resolved the speech issue in (B)(6). The high impedance was unresolved, and surgical intervention was planned. Impedances were 3349 ohms and 5143 ohms on monopolar contacts 2 and 3, respectively. Impedances were 8471, 5431, and 5202 on bipolar pairs 2/3, 0/2, and 1/2, respectively. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.